Event description:
It was reported that when stimulation was turned on the patient had a surging sensation that felt like an electrical shock down both legs. The target stimulation areas were low back and bilateral legs and the patient had good coverage of stimulation. The surging/shocking sensation had been occurring for the past 1.5 months. The patient had a surge occur today while in clinic and it would happen many times during the day. All impedances were in the normal range, 700-800's. There is no known accident or incident related to this. Palpation and movement did not cause stimulation changes; the sensation was random in nature. The back program was set at around 5.5v using electrodes 6-0-14+5+ and program 2 for legs using 4-3-10+ at around 3.8v. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that patient was doing well and nothing needed to be done at this point. Patient was getting good coverage and impedances were within normal range.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead; product ID: 37743, serial#: (B)(4), product type: programmer, patient; product ID: 3708160, serial#: (B)(4), implanted: (B)(6) 2009, product type: extension; product ID: 3708160, serial#: (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
Additional information: it was reported that the patient was "fine" with no apparent issues with the device and that the device was reprogrammed. The manufacturer representative had received no further communication from the patient.